Manufacturer narrative:
Getinge field service engineer (fse) cleaned the helium tank gasket and replaced empty helium tank. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifcations. Unit is cleared for clinical use and returned to customer. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not registering helium supply with new tank and new washer attached.

Event description:
It was reported that during helium tank replacement, the cs300 intra-aortic balloon pump (iabp) is not registering helium supply with the new tank and new washer attached. There was no patient involvement.